Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had an "electrical fault" alarm. Facility performed the driveline cleaning and never exchanged the controller. Pictures were provided from the site conforming the reported event. A review of the manufacturing record for controller ((B)(4)) and pump ((B)(4)) demonstrated that the devices passed all inspections prior to release. Thus conforming that the manufacturing process was not a contributing factor to the reported event. A possible root cause for "electrical fault" may be attributed to be contamination within the pump driveline connector, likely due to combination of driveline connector handling and driveline/tunneling cap design. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02723 and 3007042319-2015-02724) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient experienced a controller electrical fault alarm. The site reported finding dirt inside the pump controller connection upon inspection. Ventricular assist device (vad) technicians from the site analyzed the controller log files and performed the cleaning procedure on the driveline and controller connectors to remove contaminants. The controller was not exchanged nor returned to the manufacturer for analysis. A manufacturer's representative did not visit site. There was no reported patient injury as a result of this event.